Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempted to implant the lead but the screw stretched out when the physician removed it from the body. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling / stretching / overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.